Event description:
The manufacturer received information alleging a ventilator inoperable event occurred with a trilogy evo ventilator while in use with a patient on (B)(6) 2024. It was reported that the ventilator stopped working after the ventilator inoperative event. Facility staff initiated manual ventilation on the patient and emergency medical service was called to transport the patient to the hospital. The patient experienced desaturation of peripheral oxygenation (spo2) to 70% during manual ventilation when transported to the hospital. The patient recovered on (B)(6) 2024. A replacement ventilator was delivered to the hospital on (B)(6) 2024. The patient was discharged from the hospital on (B)(6) 2024. The trilogy evo ventilator was returned to the manufacturer¿s service center for evaluation. Device evaluation was completed on 05 dec 2024. On evaluation, the ¿ventilator inoperable¿ alarm was not duplicated during functional testing. The device error log confirmed an event code on 01 dec 2024 indicating three reboots had occurred within a 24-hour period, rendering the device inoperative. The cause of the restart was identified as an error in the pressure measurement function as recorded in the log file. As a preventive measure, the system printed circuit assembly was replaced. Dirt was confirmed on the flow sensor, and it was replaced. The device completed final testing, battery check, valve check, run-in testing and cleaning. The device was confirmed to be operating properly on final testing.